Event description:
The drill bit broke during usage. Fragment was removed from patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The instrument was checked for conformance to print specifications, as well as the reviewing of the device history records and abnormal findings were not found. The microscopic view of the broken surface does not show anomalies of materials structure. The breakage is indicative of possible mechanical overloading during usage. The instrument was manufactured in the end of 2006; hence it has been in frequent use. No product fault could be detected.